Event description:
It was reported that during an unk procedure, after the fire, it could not rebound. Another device was used to complete the procedure. No additional information can be provided. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 3/6/2024 d4: batch # unk an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number a9df8l, and no non-conformances were identified.